Manufacturer narrative:
The received forceps sample was found in the opened original packaging including cover foil. The instrument shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose which blocks the forceps from activating. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. The currently valid risk analysis pro-059-01-rmf-e considers the possible risks related to the reported event in item nr. 1.01a and 1.01e. With this case, the likelihood of occurrence of the hazard, that may cause a patient harm, is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that an ophthalmic forceps device stopped working in the closed position during a macular hole repair surgery. There was no impact to the patient. Additional information has been requested. Additional information received clarified that an alternate forceps was obtained in order to complete the procedure.